Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was noted. The patient has chronic af and due for generator change out due to normal eri. Egm's revealed noise on the far-field. Session records were requested for further investigation. Lead could be a possible cause of the issue. No further information is available at this moment. The patient is stable.

Manufacturer narrative:
Correction: expiration date and UDI.